Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. Evaluation of the monitor is underway. Device evaluation of belt has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Awaiting distributor's evaluation of the returned monitor.

Event description:
The patient was inappropriately treated 3 times by the lifevest. The patient was reportedly conscious at the time of the event. Multiple counting of the ECG signal and motion artifact contributed to the false detection. The response buttons were pressed after the treatments were delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient was in a skilled nursing facility prior to the event, during the event, and remained there following the event. The patient continues to use the lifevest.